Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 07may2025, as the date of data collection was not provided. Desai, a., sharma, s., siaw, a., ruiz, j., gomez, v., goswami, r. (2025). Case report: intragastric balloon placement for weight loss in lvad patients - a bridge to heart transplantation. Https://doi.org/10.3389/fcvm.2025.1579218. Correspondance: rohan goswami, associate professor, division of heart failure and transplant, mayo clinic, jacksonville, fl, united states. E-mail address: goswami.rohan@mayo.edu. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. No product was evaluated under this complaint. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure, renal failure), that may be associated with the use of the heartmate 3 lvas. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for the heartmate 3 left ventricular assist system (lvas) were unable to be reviewed as no device identifying information was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿case report: intragastric balloon placement for weight loss in lvad patients - a bridge to heart transplantation¿ identifying that heartmate 3 (hm3) may be related to aortic insufficiency, right heart failure, and heart failure. This was a case study that followed a 51 year old patient with end-stage heart and kidney failure status-post hm3 left ventricular assist device (lvad) and class ii obesity (body mass index (bmi) 36.5 36.5 kg/m2) that was deemed ineligible for a heart transplant due to high bmi (greater than 35 kg/m2). The patient had profound cardiogenic shock due to biventricular failure secondary to nonischemic cardiomyopathy. The patient had a history of significant chronic kidney disease stage 4 treated with peritoneal dialysis and continuous renal replacement therapy, hypertension, biventricular implantable cardioverter-defibrillator, diabetes mellitus and obesity. The decision was made to support the patient with hm3 lvad. The patient successfully underwent an intragastric balloon (igb) procedure to help lower the patient's bmi. A right heart catheterization was performed 1 month post-igb removal with dobutamine 7.5 mcg/kg/min support revealed elevated biventricular filling pressures [map 63 mmhg, ra 16 mmhg, rv 64/10 mmhg, pa 77/29 (mean 45) mmhg, pcwp 35 mmhg, fick co 2.9 l/min and fick ci 1.2 l/min/m2] with worsening group 2 pulmonary hypertension (pvr 2.4 wu) and severe aortic regurgitation resulting in poor left ventricular unloading despite lvad support. Due to the patient's ongoing hemodynamic compromise despite aggressive medical treatments and weight loss efforts while on dobutamine and hm3 support, a united network for organ sharing (unos) status 1 exception was submitted, and the patient was listed for both heart and kidney transplant and successfully received both 30 days later.